Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred and the cutter could not cut during cataract and vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of aspiration and actuation was unknown. There was no impact on patient.

Manufacturer narrative:
One opened probe, with tip protector, in a tray was received for the report. The returned sample was visually inspection and was found to be non-conforming as there was orange/brown foreign material observed on the welded cap. The sample was then functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo is of a pak lid. The reported product and lot information is not confirmed. The reported issue could not be confirmed from the photo review. The returned sample was found to be functionally conforming, therefore reported event was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).